Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment, which could not be resolved. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. Return of the disposable cartridge was requested by nxstage; however, it was not received at the time of this report. The exact cause of the venous air alarm cannot be determined. The user's guide identifies probable causes of the alarm and provides adequate instructions to resolve the alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided. This report and the info contained herein is submitted to the food and drug admin.